Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 10-year-old (at the time of initial report) male patient of an unknown origin. Medical history included chest asthma. Concomitant medications included insulin glargine for the treatment of diabetes and montelukast sodium and rosuvastatin calcium both for an unknown indication. The patient received insulin lispro (rdna origin) injections (humalog 100units/ml) from cartridge as per meal on sliding scale, subcutaneously, for the treatment of type I diabetes, beginning on an unknown date in 2017. He started using insulin lispro via a reusable pen (first humapen luxura half dose (hd) in 2018, further second humapen luxura half dose (hd) in 2019 and started humapen ergo ii, tone blue in 2021). Since an unknown date, he suffered from injection site reaction (localized swelling inform of lump) in the arm every time after administering the dose. On an unknown date in 2018, he experienced hyperglycemia (first episode) which led to coma (first episode) due to which he was hospitalized an intensive care unit (ICU) on (B)(6)2018 for two weeks (date not specified). He was discharged on an unknown date. On an unknown date in 2021, he had an issue with humapen ergo ii device, that was not working correctly, while administered his dose, device was releasing an inaccurate dose and device released drops of insulin after leaving the device for a while (pc number: (B)(4), lot number: 2107d10). He changes the needle twice daily changes (considered as improper use for suspect device). On an unknown date, he experienced hyperglycemia (second episode) with symptoms as polydipsia and polyuria; due to which he was admitted to hospital in (B)(6)2021 for four days (date unspecified). On an unknown date in (B)(6)2024, he stopped insulin lispro medication and shifted to another medication (unspecified) due to an unavailability of insulin lispro cartridge. On an unknown date in (B)(6)2024, he restarted the insulin lispro medication and he suffered from hypercholesteremia. On (B)(6)2024, he had lab test which showed his glycated hemoglobin (hba1c) was 13.0% (reference range was provided as less than 7.5%) and haemoglobin level was 9.3 gm/dl (reference range was provided as 10-15.5 g/dl). On (B)(6)2024, he experienced hyperglycemia (third episode) with blood glucose level reached over 600 mg/dl (reference range were not provided) which led to coma (second episode) due to which he hospitalized an intensive care unit (ICU) on (B)(6)2024 for three days (date not specified). On (B)(6)2024, he was discharged from the hospital. Information regarding further hospitalization details and corrective treatments were not provided. Outcome of the events hyperglycemia (first and second episodes) and coma (first episode) was recovered, outcome of the events hyperglycemia (third episode) and coma (second episode) was recovering, outcome of the event incorrect dose administered, hba1c increased, and haemoglobin decreased was unknown and outcome of the remaining events were not recovered. Status of insulin lispro therapy was ongoing. The operator of suspect reusable devices humapen luxura hd and humapen ergo ii (tone blue) was an unknown and his/her training status was unknown. The humapen luxura hd and humapen ergo ii (tone blue) model duration of use was not reported, and suspect humapen luxura hd duration of use was approximately one year and humapen ergo ii (tone blue) duration of use was approximately three years. The status of suspect humapen luxura hd was discontinued on an unknown date in 2019, and return was not expected. Status of suspect humapen ergo ii, tone blue was ongoing and was not returned to manufacturer. The initial reporting related the events of hyperglycemia (all three episodes), and coma (both episode), did not relate injection site reaction and did not know if event hypercholesteremia was related while did not provide relatedness of remaining events with insulin lispro therapy. The initial reporting consumer did not relate events of injection site reaction and hyperglycemia (first episode), while did not provide relatedness of remaining events with suspect device humapen luxura hd. The initial reporting consumer did not relate events injection site reaction, hyperglycemia (third episode) and hypercholesteremia while did not provide relatedness of remaining events with suspect device humapen ergo ii (tone blue). Edit (B)(6)2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Edit (B)(6)2024: upon review of information received on (B)(6)2024. Added company representative as secondary reported as per psp case. No other changes to the case were performed. Updated narrative with the new information. Update (B)(6)2024: additional information was received from initial reporting consumer on (B)(6)2024 in response to follow-up questions. Added one serious event of hyperglycemia (second episode) and added two non-serious events of hba1c increased, and haemoglobin decreased. Updated hospitalisation details. Updated suspect drug insulin lispro indication as type I diabetes. Added concomitant medications frequency and lab data. Added patient weight. Upon review of the information received on (B)(6)2024, added one concomitant device of humapen luxura hd, (B)(4) reprocess (reject by type iii) and corrected improper use/storage from no to yes for suspect device humapen ergo ii. Correct suspect device humapen ergo ii relatedness for the event of hyperglycemia (first episode) from device nhcp to not associated. Updated narrative with the new information. Edit (B)(6)2025: upon review of information received on (B)(6)2024. Corrected patient age as 10 years and improper use statement in the narrative. No other changes to the case were performed. Update (B)(6)2025: additional information received on (B)(6)2025 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device fields for the suspect humapen ergo ii device associated with product complaint (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6)2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: a consumer reported that the humapen ergo ii device "was releasing an inaccurate dose and device released drops of insulin after leaving the device for a while". The patient experienced hyperglycaemia. The device was not returned to the manufacturer for investigation (batch number reported was invalid and is unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is evidence of improper use. The user indicates that the needle is changed twice a day, however dosing is completed after each meal. It is unknown if this is relevant to the event of hyperglycemia.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2024-00075 since there is more than 1 device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 03-year-old (at the time of initial report) male patient of an unknown origin. Medical history included chest asthma. Concomitant medications included insulin glargine for the treatment of diabetes and montelukast sodium and rosuvastatin calcium both for an unknon indication. The patient received insulin lispro (rdna origin) injections (humalog 100units/ml) via a reusable pen (humapen luxura half dose (hd) and humapen ergo ii, tone blue), as per meal on sliding scale, subcutaneously, for the treatment of diabetes, beginning on an unknown date in 2017. On an unknown date, while on insulin therapy he suffered from injection site reaction with localized swelling in form of lump in his arm every time after administered his dose. On an unknown date in 2018, he experienced hyperglycemia which led to coma (first episode) due to which he was hospitalized an intensive care units (ICU) for three days (date not specified, pc number: (B)(4), lot number: unknown). He was discharged on an unknown date. On an unknown date in 2021, he had an issue with device, device not working correctly, while administered his dose, device was releasing an inaccurate dose and device released drops of insulin after leaving the device for a while (pc number: (B)(4), lot number: 2107d10). On an unknown date in (B)(6) 2024, he stopped insulin lispro medication and shifted to another medication (unspecified) due to an unavailability of insulin lispro cartridge. On an unknown date in (B)(6) 2024, he restarted the insulin lispro medication and he suffered from hypercholesteremia. On (B)(6) 2024, he experienced hyperglycemia with blood glucose level reached over 600 mg/dl (reference range were not provided) which led to coma (second episode) due to which he hospitalized an intensive care units (ICU) for three days (date not specified). On (B)(6) 2024, he was discharged from the hospital. Information regarding further hospitalization details and corrective treatments were not provided. Outcome of the events hyperglycemia and coma (first episode) was recovered, outcome of the events hyperglycemia and coma (second episode) was recovering, outcome of the event incorrect dose administered was unknown and outcome of the remaining events were not recovered. Status of insulin lispro therapy was ongoing. The operator of the humapen luxura hd and humapen ergo ii, tone blue was an unknown and his/her training status was unknown. The humapen luxura hd and humapen ergo ii, tone blue model duration of use was not reported and suspect humapen luxura hd duration of use was approximately three years and humapen ergo ii, tone blue duration of use was approximately three years. The status of suspect humapen luxura hd was discontinued on an unknon date in 2021 and return was not expected and status of suspect humapen ergo ii, tone blue was ongoing and available for evaluation and their return was expected. The initial reporting consumer considered the events of hyperglycemia and coma (first and second episode) related with insulin lispro therapy and did not relate with suspect humapen luxura hd and humapen ergo ii, tone blue, reporting consumer did not relate the event of injection site reaction with insulin lispro therapy and did not relate with suspect humapen luxura hd and humapen ergo ii, tone blue, reporting consumer did not know if the event of hypercholesteremia relate with insulin lispro therapy and did not relate with suspect humapen luxura hd and humapen ergo ii, tone blue and reporting consumer did not provide relatedness assessment between the remaining event with insulin lispro therapy and with suspect humapen luxura hd and humapen ergo ii, tone blue. Edit 17dec2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.